Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient claimed that the pump did not power on with the previous 2 battery changes. After inserting a third different battery, the pump powered on. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. There was no visible battery compartment or battery cap damage. The pump¿s battery cap had been replaced within the previous 6 months. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed a power issue recorded in the black box. The battery cap was not returned with the pump for investigation. A test battery cap was used for testing. On testing, the pump powered on with both audible and vibratory function. There was no damage found to the battery compartment. There was visible damage to the pump case between the display lens and the case seal. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump cover was removed for investigation and no evidence of moisture or damage was present to the pump interior. Investigation was not able to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.